Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08735 inches. Unit received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with minor scratched display window and case.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 34 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they had lows for 10 days. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease).